Manufacturer narrative:
On 7 nov 2023 cynosure clinical was informed that patient visited the emergency room on (B)(6) 2023. Patient had second degree burn and was given vaseline ointment as preventative medication. It was also confirmed that a nurse is visiting the patient daily at home for wound care. The device was evaluated and found to be operating as intended within specification. The device history record confirms that the product passed and met all requirements before releasing. Root cause as to why the patient experienced burns is unknown and since there is no issues with the device and clinical investigation was inconclusive, cynosure will continue to monitor such complaints. Based on the labeling materials and risk review, blisters are expected side effects from laser treatments in general, however this event is reportable because the patient received medical intervention.

Event description:
It was reported that patient experienced a blister 24 hours post tattoo removal treatment using picosure.